Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for tube push-off and underfill with the incident lot was not observed.

Event description:
It was reported bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder tube pushed off of the holder during use. No injury or medical intervention was reported.